Event description:
This device was explanted because the user needed to have an MRI. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the information received from the field during explantation surgery the floating mass transducer was found migrated from its intended position. Further, explantation was necessary due to frequent magnet resonance imaging. This is a final report.

Event description:
This device was explanted because the user needed to have an MRI. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.